Manufacturer narrative:
Integra completed its internal investigation 2feb2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: no product lot number was provided with this complaint; therefore, DHR review cannot be performed. If the product lot number is provided at a later date, DHR review will be performed and updated at that time. It should be noted that all lot batch records are reviewed prior to lot release and any oos/issues are escalated to event/nonconformance as applicable. Additionally, since a lot number was not provided, the expiry date or the date of manufacture cannot be confirmed. A query of the complaints database for the timeframe of 12 months (from 20nov2014 to 20nov2015) was performed using the keywords ¿expiry¿ and ¿expiration¿ for the skin product family. (B)(4). The only specification given regarding the complaint product is that it is within the idrt family, which includes idrt-ts, idrt-sl, and idrt-meshed products. (B)(4). Conclusion: the most probable cause of this complaint is the customer¿s inventory management system. The expiration date of the idrt product used in surgery was likely not checked prior to surgery and use. The expiration date for idrt products is calculated as 24 months from the start of manufacturing, not as 12 months after the start of packaging. The lot number and expiration date of each idrt product are clearly labeled on the outer box as well as on a patient sticker label, which is placed on the inner tyvek pouch. As described by the queries above, there have been no reported instances of mislabeling expiration dates so it is probable that the surgeon did use expired idrt product.

Event description:
It was reported a surgeon called a sales representative and stated he performed a surgery and placed a piece of integra (product) in a patient. He (the surgeon) was later informed by the hospital that the product was expired with an expiration date of 28oct2015. It was reported there was no patient injury.